Manufacturer narrative:
Attempts for patient and procedural information were made; however no information was able to be obtained. 510(k): preamendment. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The sheath and the dilator of the flexor balkin guiding sheath were returned for investigation. The dilator was not inserted through the sheath. The sheath proximal fitting was separated from the sheath tubing. The flare passes the large as well as the small lumen of the flare gauge since it appears to be collapsed. The connector cap was within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each sheath is 100% inspected and verified prior to release. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. In addition, there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a procedure, the flexor balkin guiding sheath valve became loose and could not be used. The sheath was placed in the patient's torso; the patient's anatomy was reported as normal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.